Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawers were not detected on the bus. A field service engineer (fse) identified no power to the pyxis bus module controller (pmc) board and low voltage on the drawer controller. The fse replaced pmc board and drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.